Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The touchscreen of the ventilator has been replaced. The unit was calibrated to meet all manufacturers specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator touch screen does not work properly. At this time, there is no information about patient involvement.